Event description:
A customer reported that during a cataract and vitrectomy procedure, in the left eye, the tip of the vitrectomy probe broke when cutting vitreous around the retina. Vitreous was winded in the probe and could not be removed causing a retinal tear. A gas tamponade and photocoagulation around the tear was required.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).